Manufacturer narrative:
This report is submitted on november 28, 2022

Event description:
Per the clinic, the patient experienced pain around the implant site. She had a pre-existing silicone allergy that was not disclosed to the surgeon. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 28, 2022.